Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery - not holding charge issue was verified, but the battery - hot to touch issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer's blood glucose (bg) was "high" (specific bg value was not provided). A correction bolus via the pump was administered to address elevated bg. The customer continued to use the pump for insulin therapy.